Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke inter operation. There was no patient harm. No further information is known.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6. The reported event was confirmed via product return. Visual examination of the returned product and provided pictures identified the end of the plunger is fractured and missing. The collet feature is damaged. Device shows wear and tear that indicates repeated use during a potential field age greater than 3 years. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.